Manufacturer narrative:
Follow-up #1: date of submission 04/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2014 with the following findings: the black box showed no evidence of a load step malfunction. An ¿ezprime¿ sequence was successfully completed and no alarms occurred. The cartridge was then removed from the pump to induce a loss of prime warning. The pump gave an appropriate sound and displayed the correct message on the screen. A no delivery, no prime, no cartridge detected sequence was also induced for the investigation. The pump again gave an appropriate sound and displayed the correct message on the screen. The force senor calibration reading was within specification. The pump cover was removed and there was no contamination or damage to the force sensor circuit observed. Product analysis was unable to duplicate the complaint.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the pump did not detect the cartridge was missing from the pump during a cartridge change and that the pump did not alarm loss of prime. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.